Event description:
Boston scientific received information that this right atrial (ra) lead exhibited dislodgement. The pt underwent a revision procedure and this product was removed from service. The lead was discarded after the procedure. A new competitor's lead was placed. No further adverse pt effects were reported. If additional information becomes available, this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.